Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The device would not recognize an installed battery and could not power on. Physio advised the customer the device was no longer supported by physio-control and there were no repair options available. Physio advised the customer the device needed to be replaced and then returned to the customer in the same condition it had arrived with no repairs completed. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report their device would no longer power on. There was no patient use associated with this event.